Event description:
It was reported that the patient presented for a generator replacement procedure. Upon review, the right atrial lead exhibit under-sensing, high capture threshold, and failure to sense. The physician capped and replaced the right atrial lead during the procedure on (B)(6) 2022. The patient was stable.